Event description:
(B)(4) received a call on 06/30/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 6:30pm. Patient's ((B)(6)) girlfriend ((B)(6)) called in stating that (B)(6) was throwing up and was short of breath. The reading on the prodigy meter at the time of the event was 280mg/dl. One additional blood glucose test was performed with a result 300mg/dl. Prior to seeking medical attention, patient had taken the following medications: ramipril1.25mg once a day in the morning, magnesium 400mg once a day in the morning, simvastatin 20mg once a day in the morning, buspirone,10mg once in the morning, omeprazole 40mg once in the morning, aspirin 81mg once a day in the morning. (B)(6) also consumed: morning - 1/2 ham & egg hard roll, 12pm- 2 hotdogs and drank water all day. (B)(6)'s normal blood glucose reading around the time of day of the event is 186-189mg/dl. Paramedics were called and arrived 15 minutes later. Upon arrival, paramedics tested (B)(6)'s blood glucose with their meter with a result of around 200+mg/dl. (B)(6) stated that it was approximately 10 minutes between testing with the prodigy meter and the paramedic's meter. (B)(6) was transported to ER and given an insulin IV drip. (B)(6)'s blood glucose reading upon arrival at ER was 400mg/dl. (B)(6) was admitted to hospital and given an insulin IV drip and an IV fluid drip for hydration. (B)(6) was also given routine blood test. (B)(6)'s glucose prior to discharge was 147mg/dl. (B)(6)'s total stay in hospital was 3 days. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.